Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed the battery indicator warning. This complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to after being unable to contact the patient directly, despite numerous attempts, to obtain additional information. The patient stated that the alleged product issue first started at an unspecified time on (B)(6) 2016. The patient manages their diabetes with a combination of medications including 500mg metformin once per day, ¿20mg¿ humalog twice per day and ¿20mg¿ lantus once per day. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿sweaty, shaky and weak¿. The patient associated these symptoms with low blood glucose levels and as a result self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that the battery did need to be changed on the meter, however the patient did not have any batteries at the time of the call. There was no misuse of the device. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to test their blood sugar using the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.